Event description:
The carboplatin dose delivered to the pt was based on the creatinine value manually entered and approved by aria by the physician instead of the value later received by aria from the lab interface. The pharmacist was not aware of the interfaced lab values for creatinine, because the flowsheet by design had displayed the lab value with the most recent collected date and time, which in this case was not the manually entered value. Based on the pharmacist's comments during an interview on (B)(6) 2015, the pharmacist was not aware of how to differentiate manually entered results from lab interfaced results and might have responded differently based on knowledge of the source of the creatinine value. Nevertheless, the pharmacist approved the dispensing of carboplatin according to the physician's manually entered order. The pt therefore received a higher dose of carboplatin than what would have been calculated using the interfaced lab value. The complaint description included a comment from customer support indicating the flowsheet did not have a green box next to the creatinine to indicate multiple values. This issue, previously identified in discrepancy report (B)(4), was analyzed and determined not to be a contributing factor in this incident because the pharmacist did not know how to effectively use the flowsheet. During the interview with the pharmacist, her only concern was how to differentiate manually entered results from lab interface results. In analyzing the collected date and time, the flowsheet by design displayed the physician's manually entered estimated creatinine value as the most recent value because the physician used the current date and time as the collected date and time for the estimated creatinine value. The first root cause is that the physician approved the drug dosing based on entering an estimated creatinine value instead of waiting and approving the drug dosing based on the same day lab values. The second root cause is that the pharmacist who re-checks the drug orders for correctness did not know how to differentiate manually entered results from lab interfaced results. (B)(6).